Event description:
Patient reports developing a burn on their left calf following treatment with the anodyne home unit for approximately 40 minutes. The burn was a first degree, without any blisters, which is recommended to be treated with first aid, however, the patient did seek medical treatment. Their doctor treated them with silvadene, a topical ointment which is available over the counter.